Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d9,g3, g6, h2, h3, h6 and h10. The subject device was received in a plastic bag without any of the original packaging included. Inspection found small fragments of the tip were placed in a small jar and placed in the bag as well.. The customer reported that the dilator tip broke off into fragments inside a patient during a procedure. A first glace of the device it is possible confirm that the device was broken. The dilator tip was broken off into at least two small fragments, only two fragments were returned. Other than the tip of the device, there was no other abnormalities noted. The dilator was able to be moved smoothly through the sheathing. The IFU (instruction for use) states : advance the dilator/sheath assembly over the guidewire to the desired location. If resistance is encountered, stop! Do not advance against resistance. Damage to the anatomy could result. The OEM (original equipment manufacturer) performed a DHR (device history record) review for the affected lot and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this devices

Manufacturer narrative:
The device is on the way shipped on 18april2021 from (B)(6) to united states olympus (B)(4) site for investigation. Photos of the broken device was provided as well for evaluation. To date the subject device has not yet been received for evaluation. The root cause of the reported phenomenon is unknown at this time. This report will be supplemented accordingly following investigations.

Event description:
A report of dilator tip was broken and the broken pieces fell into the patient during a retrograde intrarenal surgery procedure. The user inserted the device and felt some resistance from the product which was different from the normal use. The end dilator was checked and found broken pieces fell into the patient. Each broken piece was found and removed from the patient bladder and lower ureter. The broken pieces were retrieved using forceps with rigid cystoscope and rigid ureteroscope. There was no patient harm or injury reported due to the event. No user injury reported.